Event description:
The customer reported that a scalpel they recently opened appeared to have dried blood on it. The item was new and was in the sterile package. Customer was unable to provide a lot number or the sample. No information was received regarding any serious injury as a result of this product report.